Event description:
It was reported to philips that the system failed to boot, with keyboard lights and screen flashing, on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a system reboot, which restored normal functioning. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).